Manufacturer narrative:
(B)(4). The device was returned in good physical condition. Visual inspection was conducted and the shaft's sheath did not translate along the rotational knob. The shaft sheath was found to be disengaged from the rotational knob. The instrument was tested for continuity and was found to be conforming. It is possible that the sheath disengagement could have been originated during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic oophorectomy, the electrode could not be taken into and out the shaft smoothly from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.